Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the patient had intermittent left side facial pulling and left eye blurring of the vision when standing up from a seated position or from the floor. It was unknown what led or contributed to this issue. It was also reported there was a reduction in impedances on the right side dbs system when standing up from a seated position or from the floor. This resulted in significant stimulation induced side effects including left face pulling and left eye blurring vision. The impedances dropped from 1,065 ohms -3.2ma to 748 ohms -4/5ma when attempting to stand. Once in a standing position, the impedances returned to the normal 1,065 ohms and stimulation reduced accordingly. The physician programmed the patient from constant voltage to constant current to resolve this issue. In constant current mode, set at 3.0 ma bilaterally, the patient had no further intermittent changes in stimulation or associated side effects when standing. Walking and posture when walking also significantly improved after adjusting to constant current. The issue has been resolved. No further complications were anticipated as a result of this event.